Event description:
It was reported that a catheter break occurred. A mustang balloon dilation catheter was selected for a procedure. When the catheter was in the iliac stent, however, it broke in two. Conversion and access to the femoral artery were necessary to remove the remaining piece of the balloon. There were no patient complications as a result of this event, but the procedure time was increased.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.